Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the power outlet icon. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was not displaying the power outlet icon on screen. It was noted that even when connected, the icon was not displaying on screen. The se reported that the power supply was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.